Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 9 occurred after the customer filled the cartridge with 450 units of insulin. Customer provided a blood glucose (bg) level of 282 mg/dl. Additionally, customer alleged that the pump was not delivering basal insulin. System check performed with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not delivering basal insulin. Reportedly, the customer loaded a new cartridge successfully and continued to use the pump for insulin therapy.